Manufacturer narrative:
(B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 3220346. Device history review : (B)(4) products were manufactured and placed into stock on 01 nov 2010. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Account name: (B)(6) hospital on (B)(6) 2011, primary tha surgery for hip osteoarthritis (right side) was performed using the summit system. The patient had been suffering from a pain and swelling as well in her hip joint (right) since she fell in (B)(6) 2017. There was a possibility of armd, and x-ray showed osteolysis at the proximal part of the femur. On (B)(6) 2017, revision surgery was performed to replace the following implants with lip poly-liner 32mm and delta ts head 32mm (part#: unknown), while cup and stem were left in the body. Liner: ultimate neutral 36mmidx54mmod (part#: 121887354, lot#: 3102439); head: article/eze ball (part#: 136552000, lot#: 3220346). In addition, artificial bone was replenished at the part where osteolysis was seen. The revision surgery was completed with a 30-minutes delay. The surgeon comments that any problems were not confirmed with the connecting part between the head and the stem neck, and that the head and the liner might be worn.